Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
A physician from (B)(6) reported a case of sterile peritonitis and mass near the mesentery in right iliac fossa in a patient coincident with the use of dianeal pd4 and extraneal viaflex; product codes and lot numbers were unknown . On an unreported date, the patient began treatment with dianeal, 5l, and extraneal viaflex (dose and frequency unknown) intraperitoneally (ip) for peritoneal dialysis (pd) and diabetic nephropathy. On (B)(6) 2010, the patient developed typical symptoms of peritonitis with negative cultures. On (B)(6) 2010, the patient was treated with vancomycin (dose, frequency, and route of administration not reported). On an unreported date, the patient began treatment with ciprofloxacin 500 mg/once daily, orally. On (B)(6) 2010, the patient's treatment with vancomycin ended. On (B)(6) 2010, dianeal and extraneal therapies were withdrawn. On (B)(6) 2010, the patient's treatment with ciprofloxacin was discontinued. The physician reported the patient's symptoms were not completely resolved, as drainages were clear. Sometimes the effluent was cloudy and the white blood cell count from the effluent was slightly higher than the limit, yet effluent cultures were always negative. The patient declined remedial treatment with amikacin and ceftazidime. On (B)(6) 2011, the patient had a cat scan of the abdomen which revealed a mass near the mesentery in the right iliac fossa, and the patient was subsequently transferred to another hospital. On (B)(6) 2011, the patient underwent a surgical removal of the catheter. Information regarding hospitalization, and the outcome of mass near the mesentery in the right iliac fossa was not reported. The patient's concomitant medications were not reported. The physician did not provide an assessment of causality for the events of sterile peritonitis, and mass near the mesentery in the right iliac fossa.